Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-may-2018 with the following findings: during the investigation, a review of the black box showed partially discharged batteries being installed, resulting in low battery warnings/alerts. No damage was found to the returned battery cap or battery compartment. No moisture/corrosion was observed in the battery compartment. The returned battery cap was able to fully tighten to the pump and power it on. The current draws measured within specifications. A "battery life" issue was not duplicated during the testing. The pump¿s cover was removed, and no evidence of moisture or loose components was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.